Event description:
It was reported while using bd alaris smartsite extension set the end cap was missing. There was no report of patient impact. The following information was provided by the initial reporter: extension tubing noted to be missing an end cap.

Manufacturer narrative:
H6: investigation summary a complaint of a set missing an end cap was received from the customer. Photos of the material and lot were provided by the customer. There was also a photo that showed the smart site missing a component. The customer complaint was confirmed. A device history record review for model 37262e lot number 21126091 was performed. The search showed that a total of 8,803 units in 1 lot number were built on 22dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite extension set the end cap was missing. There was no report of patient impact. The following information was provided by the initial reporter: extension tubing noted to be missing an end cap.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.